Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the threads of the guide sleeve yell were worn/stripped and the prong of the tip it is slightly bent towards. In addition, two color markings were peeling. The stripped/worn condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Bent condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces and it is reasonable to conclude that this damage can be attributed to the inability to assemble and/or disassemble/release mating devices. Potential cause for color markings missing condition can be traced to maintenance and/or sterilization procedures, however, with available information the complete potential cause can not be determined. According to the document cleaning and sterilization instructions se_023827 rev ap the following precautions should be taken: all devices must be thoroughly cleaned and inspected prior to sterilization. Long, narrow lumens, blind holes, moving and intricate parts require particular attention during cleaning and inspection. During cleaning, only use cleaning agents that are labelled for use on medical devices and in accordance with the manufacturer¿s instructions (e.g. Temperature, contact time, and rinse time). Cleaning agents with a used dilution ph of within 7¿9.5 are recommended. Highly alkaline conditions (ph >11) can damage components/devices, such as aluminum materials. Do not use saline, environmental disinfection (including chlorine solutions) or surgical antiseptics (such as iodine- or chlorhexidine-containing products). Do not use a cleaning aid that can damage the surface of instruments such as steel wool, abrasive cleaners or wire brushes. The overall complaint was confirmed as the observed condition of guide sleeve yell would have contributed to the complained issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: product code: 03.037.017 lot number: 9359540 release to warehouse date: 04. Feb. 2015 manufacturing site: werk bettlach. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025 the product blade/screw guide sleeve was the outer sleeve of the triple sleeve for the tfna head element. It was observed in surgery that this part was slightly bent and no longer accepted the inner trocars and insert handle for the implant. There was no patient involvement.